Event description:
Hcp reported the patient experienced an altered mental status and a change in therapy effect noted as an increase in spasms. The patient was in the hospital. The pump was programmed to minimum rate mode. Hcp wanted to increase the dose to control the spasms. Hcp was unsuccessful getting telemetry. Hcp planned to continue to attempt to get telemetry. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician: product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter: product ID 8583, lot# n294074, implanted: 2012-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional reported information indicated that an x-ray confirmed a flipped pump. A revision was planned. At the time of the report, the patient was without injury. The device system was used to deliver compounded baclofen.

Event description:
It was reported they were unsure if the altered mental status was related to the intrathecal baclofen. They wanted to set the pump to minimum rate mode and put the patient on oral baclofen to see if the symptoms improved. Hcp stated they thought the patient could have a psychiatric issue that may also be the cause.

Manufacturer narrative:
(B)(4).